Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were hi mg/dl, hi mg/dl, 410mg/dl, 171mg/dl (in able to get a value 500mg/dl was used for hi mg/dl). Tests were done <10 mins apart with a difference of 40%. Pt did not experience any adverse events. No further info has been reported. Note: customer's meter was set up in mmol/l.